Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, minor scratches on lcd window and broken belt clip slot.

Event description:
It was reported that the insulin pump alarms button error every time customer changes the batteries. Customer stated that they were out in the rain prior to the alarm. Customer's blood glucose reading at the time of the call was 145 mg/dl. Nothing further was reported.